Manufacturer narrative:
The subassembly in question is a561 and is mfg by smiths medical asd. This assembly is incorporated into the finished prod by smiths medical intl. The finished prod is further assembled, packaged and sterilized by smiths medical intl. Examination of the returned unit revealed a solvent ring, which indicates that solvent had been applied to the tubing. The location of the ring indicated that the tubing had been fully seated into the connection. The tubing measured within specification. There were no apparent mfg issues. The tubing assembly in question was mfg on an automatic tubing assembly machine. The prod is 100% visually inspected by the operator for proper assembly and sufficient solvent. As a precaution in july 2007, the assembly routing instructions for the assembly machine were modified to require operator sign off for the solvent purging on the machine along with documenting the 100% inspection. As part of the inspection process any units removed during the 100% were reworked by the operator. Also as a precaution in mid dec. 2007, this practice has been discontinued. Any units removed during the 100% inspection are being discarded. Smiths was able to confirm the issue; however, no root cause could be determined. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
Reporter reported to another country's MFR that the female luer lock (fll) became detached from the tubing. There was no pt injury or treatment reported with this event.